Event description:
A report was received that the patient had a burning sensation at the pocket site. The patient underwent a pocket revision wherein the ipg was moved to another location since the old location was irritating for the patient. The patient was doing well following the procedure.